Event description:
It was reported during a primary hip replacement the threaded tip of the posterior inserter broke off and was left in the stem component. The doctor was made aware of the tip being implanted in the stem. Additional testing and surgery were performed diagnosis or reason for use: return to operating room.

Manufacturer narrative:
.

Manufacturer narrative:
UDI no: (B)(4).